Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the lv lead had dislodged after pocket closure. A revision procedure took place the same day, in the evening. The original lead was explanted and replaced with a new one. No adverse patient effects were reported. The device is not expected to be returned for analysis, as it was thrown out at the hospital.